Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple malfunction alarms occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. It was reported that the customer experienced elevated blood glucose (bg) displayed as "high" on the continuous glucose monitor (cgm). Reportedly, the customer administered a manual injection to address elevated bg level. Additionally, it was reported that the pump battery was depleting quickly. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.